Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak coming from access2 instrument. Bec customer technical support (cts) instructed the customer to shut down the instrument and not to report any result generated by the instrument. No exposure to the hazardous fluids or injuries to the user were reported. No false results were generated due to this event.

Manufacturer narrative:
Cts directed the customer through inspecting the wash tower, fluidics tray for leaks, and the peristaltic pump. The customer found that one of the tubes on the left hand side of the peristaltic pump was disconnected on (B)(6) 2011, a bec field service engineer (fse) replaced the liquid waste peri-tubing that was disconnected. Fse verified system performance to published specifications. Hardware has been determined to be the root cause.